Manufacturer narrative:
Customer returned pump for an alleged pump error 53 and unresponsive keypad found on dec 9, 2021. Unable to perform the displacement test and self test due to unresponsive keypad. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to software error found on dec 9, 2021 at 16:38, 16:39, 16:40, 16:52, 17:06 and 17:52. The formatted history file confirmed pump error 53 alarm (line number 5632 file number 2005) problem isolated to the electronic assembly as per global logic analysis esf2610666. Pump was cut open and moisture damage noted on pcba1 and keypad flex connector. Pump received with unresponsive keypad. Swapped out case and successfully downloaded history files and traces. Stuck button alarm was found in the download history on dec 9, 2021 at 2:00 and 16:32. Pump passed the keypad voltage test, however moisture damage was found on the keypad flex connector. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked and minor scratches on lcd window. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a software error. Additionally, unresponsive keypad was confirmed through testing due to moisture damage found on the keypad flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and keypad anomaly. The customer stated that they were not able to clear the alarm. The customer was reporting stuck button alarm. The customer stated that stuck button alarm occurs when a button was continually pressed for more than 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.